Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 years and 11 months post implant of aortic this bioprosthetic valve, the valve was explanted and replaced with another bioprosthetic valve.  The reason for the explant was not reported.  No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the valve was replaced due to severe insufficiency secondary to a tear on the noncoronary cusp. The patient was discharged in stable condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the common probable cause for cuspal tear is due to calcification. Without the return of the valve for analysis, a root cause of the cuspal tear cannot be confirmed. If information is provided in the future, a supplemental report will be issued.